Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site telephone number): (B)(6). A getinge field service engineer during inspection revealed that the compressor operation was unstable. After replacing the scroll compressor (d119-00-0236), the problem improved, so we repaired the part and replaced it. * also, although no problems were found in the fault log, a communication error inside the device was recorded, so we took precautions against the executive processor board and back plane board of the main unit, and the video generator board on the monitor side. Replaced and inspected operation. Check that there are no problems equipment is good.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an inspection the cardiosave intra-aortic balloon pump (iabp) scroll compressor unstable operation. There was no patient involvement reported.